Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure (batch no. A14898 (l), a25167 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, bacterial vaginosis and uterine bleeding. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013, lutera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2011 to (B)(6) 2013. Concomitant products included ferrous sulfate since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives throughout body"), pruritus ("allergic or hypersensitivity reaction type: itching to arms and legs") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and muscle twitching ("hand twitching"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 2 years 10 months after insertion of essure. In 2017, the patient experienced memory impairment (", neurological conditions or problems type: memory issues / poor memory"), dysmenorrhoea ("dysmenorrhea (cramping),") and eye movement disorder ("vision/eye problems type: eyes twitching"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstruation"). In 2018, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, bacterial vaginosis, migraine and vaginal discharge had resolved and the vaginal haemorrhage, urticaria, pruritus, tooth disorder, memory impairment, dysmenorrhoea, eye movement disorder, fatigue, weight increased, alopecia, muscle twitching and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, eye movement disorder, fatigue, memory impairment, menorrhagia, migraine, muscle twitching, pruritus, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives throughout body, itching to arms and legs, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, migraines / headaches, dental problems, neurological conditions or problems type: memory issues, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: eyes twitching, fatigue, weight gain, hair loss, hand twitching, infection (bladder/ urinary tract/vaginal) type: uti. Reporter information, concomitant drug, medical history, historical drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 29-year-old female patient who had essure (batch no. A14898, a25167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, bacterial vaginosis and uterine bleeding. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013, lutera from (B)(6) 2013 to (B)(6) 2013 and mirena from (B)(6) 2011 to (B)(6) 2013. Concomitant products included ferrous sulfate since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives throughout body"), pruritus allergic ("allergic or hypersensitivity reaction type: itching to arms and legs") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and muscle twitching ("hand twitching"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 2 years 10 months after insertion of essure. In 2017, the patient experienced memory impairment (", neurological conditions or problems type: memory issues / poor memory"), dysmenorrhoea ("dysmenorrhea (cramping),") and eye movement disorder ("vision/eye problems type: eyes twitching"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In may 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/brown spotting") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstruation"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine enlargement ("uterus is enlarged"), ovarian prolapse ("one of my ovaries is fused to the bottom of my uterus"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, bacterial vaginosis, migraine and vaginal discharge had resolved and the vaginal haemorrhage, urticaria, pruritus allergic, tooth disorder, memory impairment, dysmenorrhoea, eye movement disorder, fatigue, weight increased, alopecia, muscle twitching, urinary tract infection, uterine enlargement, ovarian prolapse and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bacterial vaginosis, dysmenorrhoea, endometriosis, eye movement disorder, fatigue, memory impairment, menorrhagia, migraine, muscle twitching, ovarian prolapse, pruritus allergic, tooth disorder, urinary tract infection, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number:a14898, manufacture date: 2012/05, expiration date:2015/05. Lot number:a25167, manufacture date:2012/07, expiration date:2015/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: new events added- uterine enlargement, adenomyosis, ovarian prolapse and endometriosis. Fu 3 and 4 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 29-year-old female patient who had essure (batch no. A14898, a25167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, bacterial vaginosis and uterine bleeding. Previously administered products included for birth control: depo-provera from (B)(6)2013 to (B)(6)2013, lutera from (B)(6)2013 to (B)(6)2013 and mirena from 2011 to (B)(6)2013. Concomitant products included ferrous sulfate since 2017. On (B)(6)2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives throughout body"), pruritus allergic ("allergic or hypersensitivity reaction type: itching to arms and legs") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and muscle twitching ("hand twitching"). On (B)(6)2016, the patient experienced tooth disorder ("dental problems"), 2 years 10 months after insertion of essure. In 2017, the patient experienced memory impairment (", neurological conditions or problems type: memory issues / poor memory"), dysmenorrhoea ("dysmenorrhea (cramping),") and eye movement disorder ("vision/eye problems type: eyes twitching"). In (B)(6)2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/brown spotting") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstruation"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine enlargement ("uterus is enlarged"), ovarian prolapse ("one of my ovaries is fued to the bottoms of my uterus"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and dyspareunia ("same thing happened to me almost a year ago (could only do it in certain positions because it would hurt me)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, menorrhagia, bacterial vaginosis, migraine and vaginal discharge had resolved and the vaginal haemorrhage, urticaria, pruritus allergic, tooth disorder, memory impairment, dysmenorrhoea, eye movement disorder, fatigue, weight increased, alopecia, muscle twitching, urinary tract infection, uterine enlargement, ovarian prolapse, adenomyosis and dyspareunia outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, memory impairment, menorrhagia, migraine, muscle twitching, ovarian prolapse, pruritus allergic, tooth disorder, urinary tract infection, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. The patient had her hysterectomy on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Lot number:a14898 manufacture date: 2012/05 expiration date:2015/05. Lot number:a25167 manufacture date:2012/07 expiration date:2015/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received from social media - new reporters added. New event dyspareunia added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.